Event description:
Three patient samples with false positive toxoplasmosis igg results. Testing using initial method was positive. Repeat testing of 2 of the samples using 2 different methods gave indeterminant results with one method and negative results with the second method. Repeat testing of the third sample gave negative results with 2 different methods. If additional information is received, appropriate notification will be provided.